Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site and ineffective therapy due to high impedances on contacts 1 and 9-16. As a result, the patient underwent surgical intervention on (B)(6) 2024 during which the ipg was relocated and leads were explanted and replaced. Effective therapy was restored.